Event description:
Information was reported from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The healthcare provider stated that the device hasn't worked for years. The hcp stated that they have absolutely no information beyond that, and they do not know who the patient¿s primary healthcare provider information. No further complications or patient symptoms were reported.